Event description:
It was reported that the patients ipg was not working properly and not a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in 2019.